Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A new cartridge was successfully loaded to address the event. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 168 mg/dl.